Event description:
The affiliate reported that the product was implanted via v-p shunt at 180mmh2o. The patient later developed a fever with convulsion. Hydrocephalus was confirmed through the CT. The pressure of the valve was lowered but the patient¿s condition did not improve. Contrast radiography was conducted and it was found that fluid did not flow through the device. Due to the suspicion of blockage, the device was revised. Staphylococcus was found in the patient by the bacteriological examination and an infection was suspected. The treatment was changed to external drainage. The total protein in the cerebrospinal fluid was 30-60mg/dl. Haki

Manufacturer narrative:
Upon completion of the investigation, the returned device was visually inspected and did not confirm a blockage as reported by the customer but a tear / cut in the silicone housing was noted. This could be due to needle punctures or a sharp object coming into contact with the silicone housing during implant or explant, but this could not be confirmed. No occlusions were noted in the valve, siphonguard or catheters. The valve passed functionality tests. As noted in the IFU, the silicone has a low tear and cut resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The sterilization certificate conformed to the specifications when released. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.